Event description:
When the nurse removed the catheter, it was observed that 1/4" of the catheter tubing remained attached to the adapter and approx an inch of the catheter tubing had remained in the pt's arm. An echocardiogram and ultrasound of the arm were immediately ordered. The ultrasound revealed and inch linear peripherally echogenic density within the left cephalic vein, indicating a foreign body. The pt was taken to surgery for unsuccessful removal of the catheter. The surgeon was unable to locate the catheter, even by ultrasound and fluoroscopy. The pt was then taken to international radiology for unsuccessful removal of the catheter. The catheter could not be visualized under fluoroscopy or by CT scan. The pt was ultimately discharged home on coumadin.

Manufacturer narrative:
Results: the facility will not release the sample involved for an investigation. Photos of the affected unit were provided. Our quality engineer reviewed the provided photos and confirmed that the catheter had broken. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusions: without being able to inspect the actual sample involved, an absolute root cause for this incident could not be identified. (B)(4).